Manufacturer narrative:
Patient weight is unknown. (B)(4), lot unknown. Device was not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a surgeon performed a mandible osteotomy with application of an internal distractor. When the surgeon fixated the device on the right mandible, the surgeon distracted the patient approximately 18mm to test the device. The device returned to ¿home¿ position under some pressure by the surgeon. The surgeon decided to put a new device on the patient. A better ¿pocket¿ was created to fixate the device to the mandible. The surgeon tested the device and it worked fine. The surgeon completed the procedure with no issues. The surgeon believes he possibly torqued/bent the device when attempting to put the device on the mandible where a minimal amount of dissection was performed. With improved dissection, the replacement device was not bent/torqued and worked well. No other medical intervention required and the surgery was completed successfully. There was approximately ten (10) minute delay in the surgery due to the reported event. This is report 1 of 1 for (B)(4).